Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of errors. Reset printed circuit board (pcb) with firmware update. Device shut down on tester, failed "active current backlight and menu off". Main pcb was out of specification electrical. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epg displayed an error code. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.